Event description:
A customer reported a repeat false negative result for hepatitis b surface antigen (hbsag) on one patient sample. A positive result was obtained by another manufacturer's assay. A false negative hbsag result could present a risk to public health. There was no report of patient harm as a result of this event.